Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they had no further insight as to the cause of the high impedances. There were no further complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient lost stimulation and their retention issue returned. As a factor that may have led to the issue, the patient fell 1 week ago. Diagnostics performed showed all electrode impedances were >4000 ohms and the battery showed 29 months. The stimulation was increased on all 4 electrodes but no stimulation was felt by the patient. A lead revision was recommended. The issue was not resolved at the time of report. No surgical intervention had occurred at the time of report but one was planned (not scheduled yet). There were no further complications reported or anticipated.